Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition, and the components were found to have been fully mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A non-conformances (nc) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on (B)(6)2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue to create corrective and preventive actions, and additional information concerning the results of the CAPA will be captured in the CAPA document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal arteriotomy locator and outer sheath/ hemostatic valve piece clicked together but failed to lock in place. When advanced over the wire into the patient's groin, the two pieces would separate and come apart. Estimated blood loss was less than 250cc's. Procedure outcome was a successful deployment. Patient condition was stable and recovered. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. Additional information was received on 06 jul 2023: a 6 french procedural sheath was used with no difficulty with arterial access. The device was deployed in an artery that was acceptable for deployment confirmed by a pre deployment angiogram. The patient was undergoing a pci (coronary intervention), and hemostasis was achieved via manipulation of the original device. There were no concomitant devices used in conjunction with the angio-seal device.